Manufacturer narrative:
Please retract this MDR 3006705815-2015-26361. There is no complaint on this device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The system was explanted. No other patient symptoms were reported.